Event description:
The device presented with oversensing on the ventricular channel. The patient had received several shocks in the last two days. A chest x-ray revealed that the patient twisted her device in the pocket, pulling the rv lead back. The lead was repositioned in 2009, and the lead remains implanted.

Manufacturer narrative:
Na